Event description:
It was reported that the devices have some kind of weak point mid-shaft. When advancing the device during placement, the device would actually coil up inside the vein. It was twisting and poking upwards towards the patient¿s skin. These instances occurred when getting patients prepared for surgery. No other medical interventions were required. There was a patient involvement and there were no injuries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D9 - date returned to mfg: 08-oct-2025. H3: one hundred and twenty-seven (127) unused, and unopened 22g x 1" viavalve sister samples were received for analysis. The sister samples were randomly sampled and tested per product specification requirements and one sample exhibited maximum penetration force failure due to a flare in the catheter tube bevel tip, which is consistent with reported increased difficulties to insert the device in the vein. All other samples were found acceptable without failure. The cause of the problem was due to a fault during the assembly process. Based on analysis, the complaint is confirmed as a manufacturing error. The complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.